Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) and radiofrequency (rf) ablation procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter experienced cardiac tamponade, ventricular fibrillation, and cardiac arrest. The pfa portion of the procedure was completed and the farawave catheter was removed. A left accessory pathway map was performed followed by ablation of the left lateral left atrium (la) with a non-boston scientific rf catheter. After performing this ablation, a pleural effusion was noticed that became very large very fast. A pericardial perfusion was performed to clear the effusion, but then the patient went into cardiac arrest with vf. Cardiopulmonary resuscitation was performed along with multiple shocks from cardioversion. The patient was placed on extracorporeal membrane oxygenation (ECMO), then transferred to another hospital and admitted. The patient was not considered stable at the time of admission and remained on life support. The patient later expired. The device is not expected to be returned for analysis due to disposal.